Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included genital hemorrhage. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), headache ("headaches") and weight fluctuation ("weight fluc"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, vaginal infection, vaginal discharge, headache, fatigue, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: scout image reveals bilateral essure devices with instillation of contrast, there is filling of the lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: plaintiff fact sheet and medical records received. Case make incident. Events added from pfs- abnormal bleeding (general), migraines / headaches, pain, weight gain / loss specify which one. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.